Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and passed. An applicator was returned with the needle attached and no damage. The cannula was inside the applicator barrel and not damaged. The customer's complaint of a detached introducer needle occurred was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached introducer needle occurred. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event of a broken introducer needle could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and it passed. The customer's complaint of a detached introducer needle was not confirmed. A root cause could not be determined.